Event description:
Alleged deflation.

Event description:
Deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.